Event description:
According to the reporter, in a thoracoscopic segmentectomy, while detaching a lung segment, the jaw of the reload broke off. No device component fell into the patient¿s cavity. The reload was replaced with a black reload to complete the case. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload had a full staple complement. Functional testing found that the interlock was overridden. The reload was applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that a device component disengaged. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the articulation flag was bent. Visual examination noted that the articulation flag was bent. When the device was assembled and applied, the articulation flag was bent back into proper position and the reload was loaded into a representative instrument. The product analysis noted evidence that the device was not used as intended. This issue can occur if occur if the reload is forcefully rotated while only partially inserted into the instrument shaft or if trying to remove reload without articulation lever being in neutral position. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to insert or remove the instrument from the trocar sleeve if the instrument is in the articulated position. Replication of this condition can occur if the reload is forcefully rotated while only partially inserted into the instrument shaft or if trying to remove reload without articulation lever being in neutral position. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.